Manufacturer narrative:
The device has been returned/received to date and is pending an investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached above 300 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation and the cannula was found bent. As treatment, a manual injection was given.

Manufacturer narrative:
The device was received fully deployed. Inspection of the device found no damages or defects that would cause a needle mechanism failure. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data.